Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a successful cryo ablation procedure, the patient experienced persistent vomiting. The patient was admitted to the hospital and underwent blood transfusions and was intubated. The patient remains hospitalized. No further patient complications have been reported as a result of this event.